Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 202 mg/dl during the incident. The customer states when the insulin pump shuts off they had to keep changing the battery with a new one until it the device is back on. They had already received a replacement battery cap. The customer also stated they had received the battery out limit alarm, however they declined to troubleshoot it. Troubleshooting was performed for blank display and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and unexpected battery out limit alarm noted. Insulin pump was received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.